Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the cartridge fall into the patient? If yes, how was the cartridge retrieved? Did the device cut and staple properly? If no, please describe. The cartridge did not fall off the stapler completely. However, it did not fire properly. As the handle was squeezed, the cartridge popped off the channel tray. Did they provide any information on what is meant by, "did not fire properly?" No, they did not.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the reload came off of the gun during the firing sequence. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: cartridge. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge reload present. The reload was received partially fired 1/3 with the lockout normal. Furthermore, the cartridge metal pan was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratches on the cartridge metal pan and the information provided in the event description are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. A test reload was loaded into the device using the steps on the instructions for use and the reload was loaded completely without any difficulty noted. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.